Manufacturer narrative:
Additional information received at smiths medical (B)(6) 2021: device was not released into service due to the loose piece rattling around on the ins.

Event description:
It was reported that the device sounds like it has a piece inside that is broken.

Manufacturer narrative:
One unit was returned for investigation. Upon physical inspection, it was found that the complained issue could be duplicated. The problem source is manufacturing. DHR review is not relevant to this error.